Event description:
This mitraclip report is being filed for the recurrent mitral regurgitation. It was reported that one mitraclip was implanted on (B)(6) 2014 in the patient with functional mitral regurgitation (mr) reducing the mr from 4+ to 1+. Two days later, on (B)(6) 2014 the mr was 2+ on the transthoracic echocardiogram (tte). On (B)(6) 2014 the mr was 3+ on tte, but the clip remained attached to both leaflets. On (B)(6) 2014, the patient was admitted through the emergency room for congestive heart failure. The patient was diuresed vigorously and discharged home. Although the study site has indicated this hospital admission and event are unrelated to the mitraclip device and procedure, the cause of the mr increase is unknown. The mitraclip remains intact where it was placed. There are no plans for a second clip procedure as the patient's valve area is not conducive to another clip. There was no additional information provided.

Manufacturer narrative:
(B)(4). Lab tests: (B)(6) 2014: transesophageal echocardiogram (tee)=no intracardiac mass, no thrombus, no vegetation, and no anatomical exclusion was identified. (B)(6) 2014: tte =mr 3+, ef 65%. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Catalogue number changed from cds01st to cds02st there was no reported device malfunction associated with the mitraclip. The reported patient effect of mitral regurgitation (worsening), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.